Manufacturer narrative:
The reported failure of active exhalation purge valve closed and active exhalation proportional valve open is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The trilogy 200 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a failed active exhalation purge valve closed and active exhalation proportional valve open test step during testing. There were no significant event(s) in the error log(s). Additionally, during the service of the device, the device failed testing for internal battery capacity therefore the internal battery needs to be replaced to address the issue. Additional components required replacement as part of maintenance of the device or due to physical/cosmetic damage. The device was scrapped.